Event description:
The patient contacted animas on (B)(6) 2013 reporting that they lost prime yesterday multiple times. The patient stated that they were due to change the cartridge and set on (B)(6) (every three days). The patient stated they also did two fill cannulas yesterday which they were attached for resulting in a low blood glucose (bg) of 39mg/dl. This report is being made due to the patient¿s alleged hypoglycemic event that resulted from filling cannula while attached to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (filling cannula while attached to the pump).